Event description:
Literature article reviewed. Jain s, mohrir g, townsend o, lamb jn, palan j, aderinto j, pandit h. Reliability and validity of the unified classification system for postoperative periprosthetic femoral fractures around cemented polished taper-slip stems. Bone joint j. 2021 aug. Pmid: 34334039. The article's purpose was to assess the reliability and validity of the unified classification system (ucs) for postoperative periprosthetic femoral fractures (pffs) around cemented polished taper-slip (pts) stems. Patient data: mean age 79yrs, 39 females and 32 males. Depuy products: c-stem classic and c-stem amt. Multiple other competitor implants were utilized in the study as well. Cement manufacturer is not provided. Adverse events ¿ all events treated with surgical intervention orif or revision. Stem loosening, stem subsidence, femoral bone fracture.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.